Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Although requested, additional information was not available from the reporter. This report is for one unknown drive sleeve. Part and lot numbers were not provided by reporter. UDI is unknown. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an insertion handle would not pass through the drill sleeve for the 120° oblique screw during a sub trochanteric fracture procedure. A lateral entry femoral nail (lefn) system was being used. The nail had to be removed and the insertion handle switched out before proceeding. There was a 20 to 30 minute surgical delay due to the reported issues. The patient outcome is unknown. This report is for one unknown drive sleeve. This report is 2 of 2 for (B)(4).